Event description:
It was reported to the manufacturer by the facility ((B)(6)), per facility the nurse had lowered the rails to turn the patient. After turning the patient, the nurse left the room and did not return the rails to the up position. When the nurse returned to the room, the patient fallen out of the bed. The patients head was on the mattress with his knees and lower legs on the floor. The patient has abrasions on both sheens. First aid was performed without any further medical evaluation. (B)(4).

Manufacturer narrative:
(B)(4).